Event description:
A customer reported to beckman coulter, inc. (Bec) that elevated troponin (accutni) results, within the risk stratification range, were generated by access 2 immunoassay system for two patient samples over two days, (B)(6) 2011. This report documents the event on (B)(6) 2011. The elevated result was not reported out of the laboratory. Repeat testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube without a gel separator, which was centrifuged for eight (8) minutes at 3500 rpm. The sample was run with access accutni reagent (catalogue number a78803) lot 114999. Per the customer supplied data, qc performance had been erratic leading up to date of the event. Per customer supplied data, system checks performed on (B)(6) 2011 all passed within instrument specifications. Service was on site (B)(6) 2011. The field service engineer (fse) performed system verification with all results passing within instrument specifications. The fse reported that changing reagent lots resolved the issues regarding accutni qc. A definitive root cause for this event has not been determined to date for this event. Associated MDR: 2122870-2011-05541.